Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant. A repositioning procedure was performed. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.